Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient can no longer hear with his device. He was hearing well before the incident. No information about any head trauma has been reported. Testing carried out on (B)(6) 2010 shows that the device has malfunctioned.